Event description:
The recipient is reportedly experiencing pain. The recipient was prescribed an anti-inflammatory medication (type unknown). Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Event description:
The recipient is reportedly experiencing pain. The recipient was prescribed an anti-inflammatory medication (type unknown). Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is still experiencing pain, however, the clinic is unsure how to further manage. The recipient was recommended to use device until pain is bothersome. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.